Event description:
It was reported that patient underwent a surgical intervention involving his artificial urinary sphincter (aus). Previous device was explanted due to erosion. All components were explanted and replaced.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient's previous artificial urinary sphincter (aus) was explanted due to erosion at a previous date. Patient underwent a surgical intervention to implant a new aus.